Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild calcification. An attempt was made to advance the 3.25 x 15 mm voyager nc; however, the balloon could not cross a previously implanted stent. During removal, resistance was met with the implanted stent; therefore, pressure was released, and the voyager balloon was removed. A new 3.25 x 12 mm voyager nc balloon was used to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc balloon catheter found blood visible in the guide wire lumen and on the tightly folded balloon, consistent with the catheter advanced into the patient anatomy. The distal shaft was wrinkled 5.3 cm distal to the guide wire exit notch for a length of 7 mm. There was a kink in the hypotube 21 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and collapsed balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered, the shaft became wrinkled, and further interaction with the calcified lesion likely contributed to the resistance during retraction. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and balloon profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.